Manufacturer narrative:
Additional information.

Event description:
Additional information has been received on 05/30/2025: this occurred during an rc repair procedure. There was no case delay, and no added anesthesia was administered. No adverse effects reported on or after the surgery.

Event description:
On 05/07/2025, an arthrex subsidiary employee reported via email that (qty. 2) of an ar-3636 knotless 1.8 fibertak soft anchor got stuck in the guide during insertion. The case was completed by using another ar-3636 knotless 1.8 fibertak soft anchor. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 05/29/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.